Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior carotid artery (aca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance through a non-penumbra microcatheter; therefore, it was removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.